Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 16mmx3.5mm concentric de novo target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 3.50x16mm promus element drug-eluting stent was implanted to the lesion. After post-dilation was performed, it was noted that the stent was deformed. Another stent was deployed to bailout the patient and the procedure was completed. No patient complications were reported and the patient's status was stable.